Event description:
Abbott plumset convertible piercing pin IV pump tubing doesn't seem to have a tight fit at filter vent site. Air is being introduced into the system when rptr uses this tubing for the ultrafiltration line on cvvh (continuous venous-venous hemofiltration). This causes pump alarms to sound and delays in the prescribed treatment while the air is aspirated from the secondary port.